Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) on august 29, 2006. The longevity of the device was in question.